Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of november 14, 2019, was chosen as the best estimate based on the admission date. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2401 captures the reportable event of unspecified patient injury. Impact code f08 captures the reportable event of prolonged hospitalization. Impact code f2303 captures the reportable event of medication required.

Event description:
It was reported that a zero tip basket was used during a dilation of the left ureter with intraluminal device, via natural or artificial endoscopic opening procedure performed on (B)(6) 2019, to treat a patient with hydronephrosis with renal and ureteral calculous obstruction. During the procedure, the patient sustained an unspecified injury. The patient was discharged three (3) days post-procedure.